Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. It is unknown if there was pacing inhibition or asystole greater than two seconds. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.